Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. It was reported that the screw on handpiece snapped off during set up. Photos of the device were not provided for evaluation. We could not confirm if there was a relationship established between the reported event and the device. The root cause was established to be undetermined after investigation. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. Nevertheless, based on the description of the event, there is no indication of a product failure that could contribute to the reported complications the patient experienced during the surgery assisted with navio system. A complaint history found similar reports, this issue will continue to be monitored. A factor that could have contributed to the reported issue is if the screw was overtightened, causing it to break.

Event description:
It was reported that the screw on the handpiece snapped off during set up. As no backup device was available, coban wrap was used around the handpiece to proceed with the procedure. No patient harm was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.